Event description:
The customer reported the system would not fluoro, and displayed a communication error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the generator interface board and reloaded software. The system operates as intended.